Manufacturer narrative:
The cited issue occurred in 2014. Logs from both the ics, m300 as well as a wireshark capture for investigating the offline status of the m300 are not available any more. It was reported that when the m300 went offline, the ics displayed an offline alert, which is the intended function of the m300. A precise root cause as to why the m300 went offline at the ics could not be determined due to the requested material is not available. However, it was determined that the m300 and ics functioned as intended in a situation where the m300 goes offline. As indicated in the m300 IFU under the heading - communication between an m300 and the ics - "if the m300 stops communication with the ics (for example, if a patient walks out of wireless range, or if an m300 shuts down due to a low battery), the ics displays a offline message. Note: if commutation is interrupted between the network and the m300, the m300 continues to monitor the patient and automatically sets its alarm volume to 100%. Any alarms that were active while the m300 was offline and all future alarms will be reported by the m300 when the communication is restored by the ics." In this event, the m300 would keep monitoring the patient after it was disconnected from central, however, the nurse disconnected it from patient for one hour. When the nurse connect another m300 on patient after 1 hour, it showed asystole. In addition, the customer has reported that the m300 has remained in use for the last 2 years without issue.

Event description:
It is reported there was a signal transduction failure occurred in 2014, and the unit was showing "offline" message. The customer just starts the investigation for this issue. It's also said that during last 2 year the device was working properly. A patient injury was reported at the beginning. After later communication, it was confirmed the related patient expired.